Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/ pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patent is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. A bard eclipse filter was deployed below the renal veins and above the iliac vein bifurcation and accessed through the right internal jugular vein for a patient with bilateral pulmonary embolism and deep vein thrombosis. Therefore, the investigation is inconclusive for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2013).